Event description:
Patient revised to address loose tibial tray, osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the devices to examine; it was noted the devices were implanted for approx 14-years. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.